Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001825034-2021-01383.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00680 and 0001822565-2021-00682. Medical devices: partial femur cemented size 6 left medial catalog#: 42558000601 lot#: unk; partial tibial cemented size j left medial catalog#: 42538000901 lot#: unk. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left knee revision approximately four months post-implantation due to pain. Attempts to obtain additional information have been made; however, no more is available at this time.